Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018, a variable angle 2.4mm locking screw would not lock into a distal hole on the radial side of the volar two column distal radius plate. The screw was removed and replaced with another variable angle locking screw which then locked into the plate. This caused an approximate two (2) minute delay, however, the surgery was completed successfully with no patient consequence. No additional x-rays were taken. Concomitant part: volar two column distal radius plate (part: 02.111.631, lot number unknown, quantity one). This is report 1 of 1 for complaint (B)(4).